Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed 'valve was not maintaining hemostasis, blood was coming from the hub' because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. The likely root cause is "off centered insertion of dilator into sheath housing/valve" the device history record was reviewed to ensure each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Currently, no action is recommended since the risk evaluation is within the predetermined limits in hazard based risk table (hbrt).

Event description:
The user facility reported that the valve was not maintaining hemostasis and a digit was used to prevent bleeding. The procedure was completed with the same sheath. The type of procedure was a left heart catheterization. The estimated blood loss was less than 250cc. The reported event did not result in patient injury and/or require medical or surgical intervention. Additional information was received on 03dec2024: the blood was coming from the hub. There was no noticeable damage. The procedure was completed successfully. The patient was stable.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.